Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 257 mg/dl. No additional information provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.